Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 344 mg/dl at the time of incident. The customer's other blood glucose was 230 mg/dl. The customer was treated with insulin or dextrose or potassium in the hospital and manually insulin was injected. The customer did experienced symptoms of high blood glucose value such as nausea, vomiting, abdominal pain, difficulty breathing. Based on customer report customer did not allege the insulin pump was under delivering. Insulin pump was not on auto mode. The customer was using the insulin pump when high blood glucose was reported. Insulin pump had bolus not delivered alarms and self test was passed. The insulin pump will not be returned for analysis.